Event description:
The aneurysm of the a-com appeared more like a blow out of the vessel than an aneurysm. It was sausage like with a right angle bend. After detaching multiple coils in the aneurysm, the physician indicated that he found an opening and decided to insert one final coil. An orbit mini complex fill 3x4 was advanced via the sl10 microcatheter, but prior to detaching the coil, he decided to perform an angiogram. During the angiogram, he noticed that the a2 had occluded. Therefore, he decided to remove the coil, but during withdrawal, he felt a little tension with the microcatheter. However, he was able to withdraw the coil from the pt. However, once the coil/delivery system was removed out of the microcatheter, he noticed that the coil had stretched/detached and the coil flipped in the mca/a1 artery through the m1. The tension noted during withdrawal of the coil was attributed to possible thrombus forming on the coil. He indicated that no attempts were made to retrieve the coil, because he wanted to preclude brain loss. Re-pro was given to treat the thrombus in the a2, but the pt had an infarct/stroke. Prior to the procedure, aspirin and plavix were given to the pt, but he does not recall the act values. The pt is a male. The medical history was not readily available. A CT performed a couple days after the procedure showed an infarct of the treated area, however, the pt is stable and is recovering.

Manufacturer narrative:
The product is not available for evaluation and testing, add'l info will be submitted within 30 days of receipt.